Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to high blood glucose level of 400 mg/dl. Cause was unknown. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released from the hospital without any permanent damage identified. System check with tandem technical support confirmed the pump was functioning as intended, however the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling.